Event description:
Litigation papers allege the patient suffer and continues to suffer symptoms including, but not limited to, pain, weakness, difficulty walking, trouble putting on shoes, decreased range of motion,.and difficulty with activities of daily living. Additionally it is alleged, plaintiff suffers, from elevated cobalt and chromium metal ions and will likely be required to undergo revision surgeries to remove or otherwise revise the device. Update: (B)(4) 2012 - the revision operative report indicates the patient was revised to address pain, metallosis and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.